Event description:
The dentist reported that abutment fractured.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured also were noted significant scratches. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.